Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, 20mm in length, eccentric, de novo target lesion contained a >45 and <90 degree bend and was located in the moderately tortuous, severely calcified and 2.5mm in diameter mid right coronary artery (rca). A 2.50 x 20mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.